Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was interrogated during a scheduled follow-up on (B)(6) 2010. The physician observed: endless interrogation of the ICD using an orchestra plus programmer: after 20 minutes, holter memories reading was still not completed. In the meantime, impedance and sensing measurements were successfully performed. During a threshold test, the programmer crashed and user interface froze. The user had to unplug the programer. The follow-up was resumed with an orchestra programmer; interrogation was longer than expected and the report printing did not sart as expected. After some delay, the report was finally printed. No pt files were stored on the orchestra programmer.